Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third-party service center, the device failed a test step due to defective pressure sensors on the system board. An error indicating a ventilator inoperative resulted. The device's system board was replaced to address the issue. Additionally, related to the periodic maintenance that was performed, the particulate and foam filters replaced. The device's software was upgraded to v1.06.10. The device's outlet side panel was cracked and the outlet side panel replaced due to address the issue. The device passed full test. This correction is being submitted for changes made to the device problem code grid.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third-party service center, the device failed a test step due to defective pressure sensors on the system board. The device's system board was replaced to address the issue. Additionally, related to the periodic maintenance that was performed, the particulate and foam filters replaced. The device's software was upgraded to v1.06.10. The device's outlet side panel was cracked and the outlet side panel replaced due to address the issue. The device passed full test.